Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. The root cause of delivery issue is determined to be patient condition because of the smaller vessel size of the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old female was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the physician attempted several times to implant the impella 5.5 but would not advance into the ascending aorta from the axillary, it was known that the patient had small vessels. The implant was aborted and impella cp was successfully placed.